Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed high resistance/impedance. There were two patient alerts for out of tolerance subthreshold lead impedance recorded on (B)(6) 2010 and (B)(6) 2010. Daily pace impedance trend data shows an abrupt increase in ventricular pace bi impedance from 1197 to 4047 ohms between (B)(6) 2010 and (B)(6) 2010.

Event description:
It was reported that five days after implant, the patient's right ventricular (rv) pace/sense/defib lead had a significant increase in pacing impedances and capture threshold, with no change in sensing. The pocket was reopened and the lead was checked with an analyzer and found to have acceptable thresholds. The lead was reconnected to the device and all thresholds remained stable. The patient did have a hematoma at the device implant site at the time of the revision. There were no further patient complications reported as a result of this event.